Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-00996 & 01051 & 3002806535-2013-00044)

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6), 2006. Subsequently, patient underwent a revision procedure on (B)(6), 2013 due to elevated metal ion levels. Operative notes indicates presence of a fluid, mass of granulation tissue and osteolysis. The head and acetabular cup were removed and replaced. Patient underwent a revision procedure on (B)(6), 2013 due to hematoma and leg length discrepancy. The head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4) product location unknown.

Manufacturer narrative:
Corrected the dob of patient to (B)(6).

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a revision procedure on (B)(6) 2013, due to elevated metal ion levels. Operative notes indicates presence of a fluid, mass of granulation tissue and osteolysis. The head and acetabular cup were removed and replaced. Patient underwent a revision procedure on (B)(6) 2014, due to hematoma and leg length discrepency. The head was removed and replaced.